Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient woke up at 3:15 pm due to a low reading (unspecified value). He experienced a ¿light seizure¿ and had spasms. He drank orange juice and ate crackers. At the time of the inaccuracy he indicated the readings were ¿jumpy.¿ no bg fs value was obtained at home. The patient went to the ER with the reporter around 4:00 pm. At the hospital the bg reading was 106 mg/dl and the cgm value was 41 mg/dl at the ER the patient was treated with ¿saline something¿ to raise his blood glucose levels. The exact medication was not known. At the ER they attempted to calibrate the cgm and it appeared to ¿adjust.¿ the event was reported while the patient was at the ER, and according to the patient¿s son, the patient was doing well at the time of the report. Attempts to obtain additional event details after the initial report were unsuccessful. The next day (B)(6) 2025, the patient called back and indicated the sensor was still inaccurate. The cgm value was 82 mg/dl and the bg fs value was 133 mg/dl so he removed the sensor on (B)(6) 2025. Although requested, no other details were provided by the patient. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.